Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of an insufficient bond between the glenoid component and the bone, which led to aseptic (non-infected) glenoid loosening. Potential contributions of manufacturing, user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. H6: corrected component and investigation clinical codes.

Event description:
Approximately 1 year(s), 11 month(s) and 6 day(s) post-operative of a left tsa, the patient presented with aseptic glenoid loosening. It was described as loosening of glenoid component and painful hardware. The patient underwent a standard total with preserve stem revision surgery. The outcome of this event is still considered continuing. The clinical report indicates that this event is possibly related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
(D10) concomitant device(s): 300-50-45 - 4.5mm short rep plate. 310-01-47 - equinoxe, humeral head short, 47mm (beta). 300-30-08 - equinoxe preserve stem 8mm.